Event description:
The customer's mother initially called for assistance setting the time on the insulin pump. The mother then stated that the customer was hospitalized after suffering a seizure due to low blood glucose levels in the range of 40 mg/dl. The mother stated that the customer changed the infusion set the day before the hospitalization. The mother was unable to troubleshoot during call. The mother mentioned the customer was being tested for addison's disease, which the mother stated could have contributed to the low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.